Event description:
A user experienced diabetic ketoacidosis (dka) following their initial ilet pump training and again after retraining and an infusion set change on (B)(6) 2025. Blood glucose reached 400mg/dl and remained elevated for over 90 minutes. The user disconnected from the ilet and resumed manual insulin injections. No hospitalization was reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. No device errors were identified during the available log period. Alerts, including high glucose and low glucose warnings, triggered and cleared appropriately. Based on the available data, the ilet delivered insulin as intended and responded appropriately to cgm glucose values. The cause of the reported hyperglycemic event could not be confirmed.